Manufacturer narrative:
Tech found assembly needed to be cleaned and lubed. Tech disassembled head assembly, cleaned and lubed to resolve. No pt was involved.

Event description:
Staff states head of bed drifts down.